Manufacturer narrative:
(B)(4): a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx had a charge button failure. There is no indication of pt involvement.